Manufacturer narrative:
Infutronix is waiting for the IV set to be returned for evaluation.

Event description:
On (B)(6) 2021, infutronix received a complaint from an end user: "his pump is leaking inside the hard shell and a little inside his pouch. Patient did not know the exact area of the leak. Administration set model hs-0080b lot n/a" device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device (B)(4).

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00108.

Manufacturer narrative:
On 01/20/2022, infutronix service provider confirmed that the affected device was discarded by the end user and therefore no root cause could be established. The complaint couldn't be confirmed.